Event description:
Scrub technician opened powerport kit on back table and noticed that a luer lock syringe was in the kit (not the type of syringe she was expecting), and that it looked like it was half melted. She was able to obtain another syringe. When she went to flush the catheter prior to using it, she found that there was a slit in the side of the catheter, which was approximately one centimeter from the tip. A whole new kit was then obtained.